Event description:
It was reported that pump displayed cartridge change error and customer contacted support after also calling emergency services, who did not transport, and customer did not visit emergency room. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge and pump per technical support instructions, removed loose o-ring and debris from pneumatic tap area, cleaned area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed.